Event description:
Customer reported she received a no delivery alarm in the middle of the night. Customer was unsure if it was during bolus, basal or prime. Customer stated she woke up with blood glucose over 300 mg/dl and treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.